Event description:
It was reported that this implantable lead exhibited was part of the system revision due to infection. No additional adverse patient effects reported. The implantable lead was explanted.